Event description:
It was reported the detergent replacement indicator does not disappear.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection and a definitive root cause for the event reported could not be determined. Based on the investigation results, it is presumed that the user did not read the inspection before use (IFU) carefully and conducted the reprocessing process after the replacement of the detergent tank, causing the suggested event. The technical assistance center (tac) spoke with the customer over the phone and explained that the detergent indicator light will go out once the user runs a cycle. During the call, since the user refilled the reprocessor two days before and this was the first time running a cycle, to rectify the detergent replacement indicator issue, the customer ran a cycle in which the detergent (det) light successfully went out. The event can be detected/prevented by following the IFU which state: chapter 3. Inspection before use 3.5 inspecting and replacing the detergent tank. Note: if reprocessing is initiated without detergent, the error code [e95] is displayed and the reprocessing is stopped. The detergent replacement indicator on the main panel blinks. Chapter 4 reprocessing operations. When the error code [e95] is displayed during the reprocessing process if the detergent has run out and the error code [e95] is displayed, the equipment will stops the process. In this case, you need to start the reprocessing process from the beginning after replenishing the detergent. Note: the detergent replacement indicator is turned off when running a reprocessing program after performing 1 to 6 below to fill the detergent in the detergent supply piping. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the reprocessor experienced cassette bottles are not detected error code e71 and identification error e91. There were no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.